Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to perform a complete pump reset and successfully started a new sensor session, resolving the issue without further errors.